Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary written by edwards ¿vascular complications¿, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 20 fr sheath is 7mm. In this case, the patient¿s right femoral artery was extremely tortuous, with an mld of 8mm. It is likely that the patient¿s extremely tortuous vessels contributed to the insertion difficulties and subsequent iliac artery injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
During the transfemoral tavr procedure, an iliac artery dissection occured; requiring surgical intervention. The patient¿s right femoral artery was extremely tortuous, with an mld of 8mm. There was difficulty advancing the 20f dilator and 20f e-sheath into rcfa. The nf+ delivery system (ds) could not be advanced beyond the right external iliac artery (reia). The nf+ balloon was inflated with approximately 5ml of volume inside of the 20f e-sheath. This allowed the ds to be advanced into the descending ao. However, the team was unable to pull the ds balloon into the crimped sapien xt valve. The ds was pulled to valve alignment position, but the valve was not between alignment markers. The ds was placed in default position to try to relieve tension, and then placed back into valve alignment position. The fine adjustment knob was turned, but the ds balloon did not move. The decision was made to pull the system back into the sheath and remove the sheath. The valve again got stuck in the 20f e-sheath. The patient¿s blood pressure dropped and chest compressions were initiated while inserting a 32mm coda balloon into distal ao via lcfa. The e-sheath and crimped sapien xt were pulled back to the rcfa. The delivery system and sheath were removed together by surgical cutdown. The delivery system was cut in an attempt to retrieve the sapien xt by advancing a 24f gore dry seal sheath. The gore sheath was unable to advance over the crimped valve. The patient was transported to the or to repair a torn right external iliac artery and to remove the sapien xt from rcfa. Surgical repair was completed and the patient was sent to the ICU. However, the patient expired later that day due to a hemorrhagic stroke. It was perceived that the patient¿s severely tortuous vessel caused the event.